Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately 6 bursts of anti-tachycardia therapy and 1 shock due to atrial fibrillation with rapid ventricular response. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing a second episode of one inappropriate shock due to atrial fibrillation with rapid ventricular response. The patient was hospitalized and after analysis of the device it was decided to discharge the patient. This device remains in service. No further adverse patient effects were reported.